Event description:
It was reported that the procedure was to treat a lesion in a totally occluded superficial femoral artery (sfa). A .014 ht command guidewire was used without issues. The 5.5x150mm supera self-expanding stent system (sess) was unlocked per the physician and deployed but the stent got pulled with the delivery system upon removal under fluoroscopy. The delivery system was unlocked again and then was deployed with the majority of the stent in the target lesion but occupied some healthy tissue proximally. The implanted stent stretched but elongated less than 10% of the expected length. A balloon was used for post dilatation per standard procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the totally occluded anatomy resulted in causing the stent to not fully deploy from the delivery system; thus resulting in the reported difficult or delayed activation and the reported stretched stent during removal. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.